Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 the zebd-6-10 device was not returned to cirl for evaluation. Therefore, this complaint will be confirmed on customer testimony. A probable cause for this complaint is that the stent was kinked while straightening the pigtails. However, a definitive root cause for the customer complaint could not be determined as the exact operational conditions of use could not be replicated in the laboratory setting. It may be noted that according to the instructions for use, ifu0045-6, the user is instructed to: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use¿. Under this IFU, as a precaution they are also advised the following: ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ prior to distribution, all zebd devices are subjected to 100% inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Zebd-6-10 was used for bile duct stent placement. The stent was attempted to advance over the wire guide after straightened with the straightener, however, it would not. The same rpn of another device was used instead to complete the procedure.